Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated no surgical intervention had been scheduled at this time. They had not been able to determine why the ir physician was unable to withdraw from the catheter access port (cap). The physician was aware of the patient¿s condition.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 934 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. It was reported that patient went in for pump refill on (B)(6). Patient was supposed to have 5cc of baclofen in her pump and 12cc was withdrawn. Grandmother reported patient has been increasingly agitated and more spastic. Patient was scheduled for catheter dye study today. Patient taken to the ir suite and several attempts to withdraw from access port were made with no results. Unable to withdraw any fluid from side access port. It was determined that catheter was not allowing appropriate delivery of drug and patient will be referred to neurosurgeon. Surgical intervention was planned. No environmental factors contributed to this event. Baseline spasticity has increased as well as increased agitation. Dye study performed. Xray of catheter did not show any obvious problem. The issue was not resolved at the time of report,